Event description:
Reporter alleged obtaining a discrepant blood glucose result of 89 mg/dl back to back with a result of 200 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.